Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 50 mcg/ml fentanyl at a dose of 70 mcg/day via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. Per the events logs, the motor stall occurred on (B)(6) 2017 and was active. The patient had withdrawal symptoms and had been using po meds to help with some of the symptoms. The plan was to give the patient po meds and put the pump to minimum rate and work towards replacement. No further complications were expected or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2018. The pump was explanted and returned to the manufacturer for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the motor stall on (B)(6) 2017 was unknown, the cause was not determined. As an action/intervention taken to resolve the motor stall on (B)(6) 2017, the pump was decreased to minimum rate per the manufacturer's recommendations. The motor stall had not been resolved. The patient was being sent for new pump implant. The patient was given po meds to cover withdrawal symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The pump was explanted on (B)(6) 2018.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Eval conclusion code ¿ (B)(4) is being updated for this event. If information is provided in the future, a supplemental report will be issued.